Event description:
Mps reported last cuts on pka showed bone was being burred before making contact with patient. Prouder than expected on lateral. Checkpoints passed before and after cuts.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding inaccurate values/visuals involving a mako tka software was reported. The event was confirmed. Method & results: the field service engineer reported: problem reproduced: no. Reported problem ¿ monitor shows cutting when tool has not touch patient observation ¿ camera had some dried liquid splash. Arm accuracy right side numbers a little off. Action taken ¿ clean camera. Kin-cal right side. System ready for clinical use. The system passed all validation testing to specifications and is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have not been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed to be potentially caused dirty camera as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Mps reported last cuts on pka showed bone was being burred before making contact with patient. Prouder than expected on lateral. Checkpoints passed before and after cuts.